Event description:
It was reported that the patient had power cable disconnects (pcds) while on 14v battery and mobile power unit/power module power. The pcds were associated with the black power lead. The alarm was reproducible with manipulation of the lead. Log file analysis captured intermittent pcds while on battery and wall power. The controller appeared to have been exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The log file contained approximately 1.5 days of data (on (B)(6) 2022 per the timestamp). Intermittent power cable disconnect alarms that were not associated with power source exchanges were captured throughout the log file due to the relative state of charge (rsoc) voltage on the black power cable dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and while connected to the power module. The driveline was disconnected on (B)(6) 2022 at 0:37:14, both power cables were disconnected at 0:37:55, and the controller was put into sleep mode at 0:37:58; these events are consistent with the controller being exchanged. The driveline was not reconnected to the controller in the log file. The controller was briefly reconnected to the power module on (B)(6) 2022 from 8:36:28 to 8:36:46, operating in charge mode. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Multiple requests for additional information were made to determine if the alarms resolved with the controller exchange and if the product will be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number: (B)(6), was shipped to the customer on 11oct2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient subsequently came to the emergency department after the power cable disconnects occurred. The controller was exchanged and the patient was placed on a new primary controller.